Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a non-medtronic handpiece fired without being activated resulting in two burns to the patient.